Event description:
A report was received that an adult small rocker arm of a ge mr/CT skull clamp broke at the end of surgery. The pt was not in contact with the unit when the event occurred. There was no injury or delay involved with this complaint. Additional info has been requested.

Manufacturer narrative:
The device involved in the reported incident has been received for eval. An investigation has been initiated based upon the reported info.